Event description:
Caller reported that t:slim x2 pump battery would not charge, even after trying different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and requested the return of the RMA product via email.